Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation as it remains implanted. We did receive performance data collected from the device and have analyzed the data. Analysis found that the impedance on the lv pacing lead was beyond the expected lower range. Concomitant product: 4058m52 lead, implanted: (B)(6) 1995; 4058m58 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the pacemaker-dependent patient experienced shortness of breath. Low left ventricular (lv) lead impedances and loss of capture were measured. Pocket erosion was also reported. A pocket revision was performed. When the pocket was opened it was observed that the lv lead had insulation damage and therefore the lead was repaired. The implantable pulse generator (ipg) and lead remain in use. No further patient complications have been reported as a result of this event.